Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and correct the device lot number. The device was returned to olympus for evaluation. The evaluation was unable to confirm the user¿s complaint. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be melted at the distal end with metal exposed. The teflon pad was also noted to be lifting on 2 sides at the mid section. The distal end of the device was inspected under a microscope and noted char marks on the probe unit. The device was connected to the test usg-400 and displayed an u508 (seal & cut short-circuit error) and a u511 (seal short-circuit error) due to metal on metal contact. The device passed the probe check.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent teflon pad damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure an error message ¿tip damage¿ was displayed on the generator. Furthermore, olympus was informed that the event occurred while the doctor was performing seal and cut using the device at the middle of the procedure. There was metal exposure due to teflon pad damage. There was no medical or surgical intervention needed. The device was inspected prior to use and no abnormalities were found. The procedure was completed using another thunderbeat device. No patient injury was reported.